Event description:
It was reported that "at the end of the hysterectomy procedure, a thrombosis of the catheter was observed. Another catheter, lot was used, new thrombosis observed. Then another catheter from another lot # was used with success. No patient consequences." Associated MDR #8040412-2023-00307.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "at the end of the hysterectomy procedure, a thrombosis of the catheter was observed. Another catheter, lot was used, new thrombosis observed. Then another catheter from another lot # was used with success. No patient consequences." See associated MDR #8040412-2023-00307.

Manufacturer narrative:
Qn#(B)(4).